Event description:
It was reported that there were issues with the cart fit. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.